Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked before use and the "gas (co2) release" couldn't pass through it. The needle was being used for an aesthetic procedure of "carboxitherapy". The following information was provided by the initial reporter, translated from portuguese to english: "needle 030x13 used for aesthetic procedure of carboxitherapy. The box in use (lot 9119627) is having a problem, related to gas (co2) release." "Additional information: the needle is clogged, the gas didn't pass through the needle. There was no damage to the patient/health professional, when the problem is identified the customer just change the needle."